Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found however, a visual inspection showed that the outer insulation was breached/cut, the helix was distorted/bent and the proximal conductor was also distorted. Blood was also noted in the helix mechanism.

Event description:
It was reported that during an implant attempt, the lead had a bend and a cut in the outer layer after the physician implanted it. The physician sutured of the area in question. No patient complications were reported as a result of this event.